Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had water spraying out of the pipeline. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
A follow up was performed with the key market for more details, and the responder reported that the device was in patient use when the issue occured. No patient or user harm reported. In addition, the km responder reported that there was no issue with the device. It was reported that the mask was not properly fitted to the patient; after re-adjusting the mask position, the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.